Event description:
The user facility reported that one medical assistant (ma) was stuck by a dirty needle. Another medical assistant was administering an injection and, while attempting to secure the safety needle, found it bent and outside the safety guard. Additional information was received on 22 oct 2024: the incident occurred while another medical assistant was administering a flu vaccine. The patient was not impacted in any way. The medical assistant used their thumb to activate the safety needle and heard the click indicating the needle was captured in the safety device. Unfortunately, there is no photo available of the subject device. Additional information was received on 28 oct 2024: the allegation is that even with the audible click, the safety did not stay captured within the sheath as intended.

Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The details of the actual condition of the sample were unable to be determined as it was not available for evaluation. Retention samples were visually inspected and found to be free of any damage or irregularities on the sheath and collar. Sheath activation and deactivation were performed on the samples, and all passed. There was no issued nonconformity report related to human error during lot production. Our sg needles were assembled using an automated machine with validated parameters. During the collar assembly process, the hub fit is loosened from the protector before placing the needle into the collar. Prior to proceeding to the next process, the hub, cannula, and collar are pressed into the protector wherein a photoelectric sensor detects if the height of the protector is correct. Our safety needle features a hinged safety sheath attached to the needle hub. The safety sheath contains two locking mechanisms, the sheath tooth-cannula, and sheath wings collar which are simultaneously activated when manually pressed over the needle immediately after use and just before disposal to minimize the possibility of sharps injury. The locking mechanisms are positioned within the center and the proximal end of the sheath. An audible and/or tactile "click" indicates activation, which can also be visually confirmed. The collar and sheath undergo an initial product inspection check (ipic) before mass production, during raw material change, mold maintenance, plant shutdown, cavity closure, and mold/product type change. Any molding defects that may affect product function are part of the inspection item. We also have a visual in-process and product confirmation inspection to ensure that the collar and sheath are in good condition. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities in the product that may cause issues during sheath activation. The critical locking part of the sg3 product is checked for defects such as short shot, sheath collar fitting, and over or under insertion of the collar into the hub. We have functional tests conducted to confirm that our products are free of defects that would lead to difficulty or failure of device activation. We perform safety sheath activation during sg assembly inspection and outgoing inspection of finished products where the cannula should be captured under the sheath's tooth. During the component fit test, we also check that the sheath lugs are securely attached to the collar ear. Before shipment, qc conducts outgoing inspections to check the overall condition of the products. The product's instructions for use (IFU) provide detailed instructions for using the sg3 safety needle device, including warnings to prevent needlesticks. The collar and sheath are manufactured in-house with validated tpc molding machines. There were no nonconformance reports issued for the supplied molded-part lots. This is the first-time we have received this specific complaint for 25g mckesson needles in the last two fiscal years. The root cause of the problem could not be identified based on our investigation of all the available information regarding this issue. A review of the product's lot history file revealed no related issues that would cause the sheath to deactivate. The retention samples were verified through functional test. The activation force required to activate the sheath, and the locking mechanism is all within specification. Similarly, the force that deactivated or unlocked the activated sheath was greater than the required minimum specification of >6.0 n. The average obtained value is 13.2 n. This indicates that the two locking mechanisms on the sg3 needles are difficult to deactivate during normal use. We have routine inspections to check the condition of the products. We perform an outgoing inspection prior to shipment to ensure the overall condition of the needles. Therefore, our process is assured. We recommend following the instructions for use (IFU) for proper use of the sg3 needle, which include cautions, precautions, and warnings to avoid problems during sheath activation. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.